Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with syncope. The right ventricular (rv) lead had lead noise warning and triggered a lead integrity alert (lia) due to high rate non-sustained (hr-ns) events and sensing integrity counter (sic). There were possible artifacts on interrogated electrocardiograms. The lead was oversensing and under pacing. The lead was suspect of a fracture. The lead was turned off and external defibrillator was placed. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.